Event description:
It was reported that water was noted in the ventilator's gas module. There was no patient harm. Manufacturer's ref : (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs their own repair and service. According to received information, water/moisture was present in the gas module. The gas module was replaced but not returned for investigation. No ventilator logs or pictures were provided. Since the replaced part was not returned for investigation, the root cause of the reported event has not been determined, but excess of moisture in the medical air supply system is the most likely contributing factor. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).